Manufacturer narrative:
Block h6:imdrf device code a0401 captures the reportable event of stent shaft broken.

Event description:
It was reported to boston scientific corporation that a tria firm ureteral stent was used to treat ureteral stenosis during a stent placement procedure in the urinary tract performed on (B)(6) 2023. During preparation, when the device was opened, the stent was damaged. It was noted that the bladder side was separated. The procedure was successfully completed with another tria firm ureteral stent. There were no patient complications reported as a result of this event. A photo of the complaint device was provided and showed that the distal end of the stent shaft was broken.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken. Block h10: the returned tria firm ureteral stent was analyzed, and a magnification, media and visual evaluation noted that the shaft and the bladder coil was detached. One picture attached in the complaint record and showed that the shaft and the bladder coil was detached. No other problems with the device were noted. The reported event of stent shaft break was confirmed. Taking all available information into consideration, most likely, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It is possible to conclude that this problem could be caused by operational factors. The retrieval line may be removed before placement at the physicians discretion. If the retrieval line is removed using excess force, the stent can get detached during the preparation affecting the performance of the device. Additionally, the detached piece of the coil was not returned, therefore, it could not be analyzed. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a tria firm ureteral stent was used to treat ureteral stenosis during a stent placement procedure in the urinary tract performed on (B)(6) 2023. During preparation, when the device was opened, the stent was damaged. It was noted that the bladder side was separated. The procedure was successfully completed with another tria firm ureteral stent. There were no patient complications reported as a result of this event. A photo of the complaint device was provided and showed that the distal end of the stent shaft was broken.